Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 4.8cm to 5.2cm from connector pin, 2.5cm to 2.7cm from distal tip, 10.4cm to 12.5cm from distal tip, 20.7cm to 21.0cm from distal tip, 12.3 cm to 12.9cm from distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.